Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer and a manufacturer representative reported that when the patient was on setting d with a 270 pulse they felt like they were on the drug topiramate which they called dumbomax and the patient could not take it. The patient's lead had migrated on (B)(6) 2015 and they were reprogrammed and received appropriate coverage. The patient's external neurostimulator (ens) would not communicate with the patient programmer. They were seeing a poor communication screen. They tried changing the batteries but this did not resolve the issue. The patient had received the poor communication screen 2 to 3 times throughout the week and had attempted to disconnect and reconnect the cable. The programmer quit working on (B)(6) 2015 and they were not feeling any stimulation. The ens had not been dropped or gotten wet. The cause of the lack of communication was not determined. The trial started on (B)(6) 2015 and the patient noted that they had been given a new controller at some point during the trial. The patient felt like the stimulation would climb on its own. They were also feeling shocking from the waist down only when stimulation was turned on since (B)(6) 2015 or (B)(6) 2015. They were also experiencing changes in stimulation due to postural and positional changes. The manufacturer representative was going to give the patient a new programmer and ens at an appointment on (B)(6) 2015.